Event description:
The customer initially called to report high blood glucose and the reading was 247 mg/dl. Troubleshooting was performed and the insulin pump did not pass the leadscrew test. The customer was advised to discontinue using the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.